Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02385. Related manufacturer reference number 3006705815-2019-02387. It was reported that patient experienced stimulation in the wrong location. The physician attempted to restore effective therapy by pulling the leads from t8 to t12 to no avail. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads and ipg were explanted.